Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s blood glucose level was 5.4 mmol/l at the time of the incident. The customer stated that the pump was exposed to salt water and was completely shut off. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. It was reported that the display did not return after pump restart. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will be returned for analysis.